Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's hip [side not reported] was revised. An adm/mdm liner construct, biolox femoral head, restoration modular distal and proximal stem construct, and three dall miles cable and sleeve sets were the revision implants.